Manufacturer narrative:
The initial MDR was filed 07-jan-2019. Corrected information (23-jan-2019): siemens investigated the available data for this event. There is no evidence of a calibration bias, sample carryover or reagent carryover. There is no evidence of a failure to dispense the reagent 2 (r2) based upon the level sensor pressure data. After the introduction of a new reagent pack the quality control results were within acceptable limits. There is no returned reagent available. The cause of the discordant low ggt test results is unknown. Corrected information (23-jan-2019): section results code changed to 213. Section conclusion code changed to 4310. Section incorrectly provides MDR 2432235-2018-0470 and MDR 2432235-2018-0471 as filed for the same event. MDR 2432235-2019-00009 and 2432235-2019-00011 were filed initially for the same event. MDR 2432235-2019-00009_s1 and 2432235-2019-00011_s1 were filed for the same event.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report that discordant gamma glutamyl transferase (ggt) test results were obtained on (B)(6) 2018. The customer performed troubleshooting and observed that quality control (qc) results were out of range and not flagged in the qc statistics window. The customer replaced the gtt reagent, calibrated the reagent and ran qc with acceptable results. The siemens customer support group analyzed the instrument log file and identified the reagent 2 of the ggt reagent pack as the cause of the discordant results. No further evaluation of this device is required MDR 2432235-2018-0470 and MDR 2432235-2018-0471 were filed for the same event.

Event description:
Discordant gamma glutamyl transferase (ggt) test results were obtained for multiple patient samples from an atellica ch 930 instrument. The initial results were reported to the physician(s). The samples were repeated on the same atellica ch 930 instrument. The repeat results were reported to the physician(s). The repeat results are considered correct. There are no known reports of patient intervention or adverse health consequences due to the discordant ggt results.